Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station failed to power on because of a damaged communication sled. A field service engineer replaced the affected communication sled and resolve the issue. The system was functional as intended.

Event description:
It was reported by the customer that the pyxis anesthesia es system station had no power to device which caused delay to active case. The customer confirmed that there was no patient harm occurs. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-nov-2022 to 19-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station failed to power on because of a damaged communication sled. A field service engineer replaced the affected communication sled and resolved the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that the bd pyxis anesthesia es system station had no power to the device which caused a delay to the active case. The customer added this malfunction caused a delay in dispensing the medication to the patient also confirmed that there was no patient harm occurring. There were no adverse events or injuries reported based on this event.